Event description:
In review of published literature, these findings were noted. Melissa e. Hogg, md, mark d. Morasch, md, taeyoung park, phd, walker d. Flannery, bs, michael s. Makaroun, md, and jae-sung cho, md, "long-term sac behavior after endovascular abdominal aortic aneurysm repair with the excluder low-permeability endoprosthesis (elpe)" copyright 2011 by the society for vascular surgery. Between (B)(6) 2004 and (B)(6) 2007, 301 pts underwent endovascular aneurysm repair of an abdominal aortic aneurysm (aaa) with the gore excluder aaa endoprostheses at two institutions. The article describes that there was a serious injury to one pt. This pt with a very short neck of approx 8 mm was lost to follow up after one month. He presented with a right limb occlusion and distal migration of the endograft into the sac three years later. He underwent an uneventful open surgical reconstruction.

Manufacturer narrative:
No further info regarding pts, devices or procedures is available. Literature citation - journal of vascular surgery, volume 53, number 5, may 2011. This pt was previously reported on MFR report #2017233-2012-00061. However, per cdrh guidance on how to file MDR events found in literature sources, if the info in the literature source and/or investigation of the cited events reveals specific info about all or some of the events, then report those events as individual 3500a reports.